Event description:
While servicing the monitor of a (B)(6) male patient for an unrelated issue, a reportable nonconformance was found. The monitor failed incoming functional testing. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Upon evaluation, the monitor failed incoming functional testing. The root cause of the test failure is currently underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
While servicing the monitor of a (B)(6) male patient for an unrelated issue, a reportable nonconformance was found. The monitor failed incoming functional testing. The patient was issued a replacement monitor.